Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left ankle tendon. A 3mm x 40mm x 145cm coyote balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the first inflation at 2 atmospheres. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Investigation results: a sterling device was returned to the arden hills complaint investigation site (cis) for analysis. The outer shaft, inner shaft, balloon, and tip were subjected to both visual and microscopic examination. Visual inspection identified a rupture in the balloon. Microscopic evaluation further confirmed that the rupture was located along the proximal marker band region. Examination of the remaining components revealed no additional damage or abnormalities. The product analysis confirmed the reported complaint. Device history records (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event investigation conclusion: based on a thorough review of the reported complaint, the most probable cause for this complaint was cause not established.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left ankle tendon. A 3mm x 40mm x 145cm coyote balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the first inflation at 2 atmospheres. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.